Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no further actions were taken or planned to resolve the ins migration/pain issue or the stimulation issue. It was reported that these issues were separate issues from spinal cord stimulation (scs). There were no factors that caused the stimulation feeling stronger.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pain occurred when the body moved and the ins shifts inside the body. It was also noted that "due to weight loss" the stimulation from the device felt stronger. The ins was to be kept off for about two months to monitor the situation. When asked how the weight loss contributed to the pain issue, the response was "unknown." When asked if the cause of the pain/stimulation feeling stronger was determined, the representative reported that no factors other than weight loss were considered.